Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has distal end damaged. The wire has the distal tip polymer detached. It is exposing the core wire. Also, it has several kinks and bends. Dimensional inspection of the guide wire overall length, outer diameter (od) middle of the device, and od proximal section are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that guide wire coating issue occurred. A 300cm straight tip v-14¿ controlwire® was selected for use. However, during preparation, upon shaping the wire, the tip coating was peeled off. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).   Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire coating issue occurred. A 300cm straight tip v-14(tm) controlwire(tm) was selected for use. However, during preparation, upon shaping the wire, the tip coating was peeled off. No patient complications were reported.